Event description:
There was an allegation of questionable cholesterol gen.2 results from the cobas integra 400 plus. The initial result was 445.49 mg/dl with a data flag. The repeat result was 241.21 mg/dl with a data flag. This result was believed to be correct. The cholesterol result from a second sample from the patient on the same day was 245.83 mg/dl with a data flag.

Manufacturer narrative:
The cobas integra 400 plus serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The specific cause of the event could not be determined. The issue was consistent with missing extra wash cycles and/or issues with sample quality, as the tubes were likely underfilled, and the number of inversions and clotting time were not sufficient.